Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and did not meet release criteria for which a full recapture was attempted. However, difficulty was noted when recapturing the device. Several attempts were made including the use of cold saline. The closure device was eventually recaptured and the procedure was completed with another of the same device. No patient complications were reported.